Event description:
Physio-control evaluated the device and observed that the device failed the defibrillator output test. The actual energy output was higher than the set amount. However, the device delivered the specified amount for 10j and 360j settings. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb and determined the root cause of the malfunction to be the r1 resistor. The resistor measured 48.3 kohms when it should have been 51 kohms (+/-5% difference).